Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and tape not sticking. The customer states they had calibration error. The customer states their levels had been between 50mg/dl and 60mg/dl. Troubleshoot was conducted. The customer was advised to change out the sensor and to monitor the device.